Event description:
A site reported the observation of smoke and a burnt smell from a power strip that is provided as an ancillaty component to the benchmark lt automated staining instrument. A ventana provided computer system was plugged into the power strip at the time of the incident. No one was injured and patient care was not affected. This power strip is normally located on a shelf within the facility, however it had fallen onto the floor at an undertermined time. A technician at the site inadvertently spilled a significant amount of water onto the floor. The water infiltrated the power strip and consequently caused an electrical short. The power strip did not have an defect or experience a malfunction. Given this electrical component carried 120v, which is above the iec safety limit, and was in a pool of water, there is a remote potential for electrical shock if an identical set of events were to reoccur.